Event description:
It was reported that a customer experienced an altitude alarm issue with their pump for the third time. There was no adverse impact to the customer's blood glucose level. The customer received guidance from support on preventing altitude alarms and resumed using insulin with the original cartridge without needing a replacement.